Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The cine drive was replaced and formatted. The system was tested and is operating as intended.

Event description:
The customer reported, a cine drive error message on the 9900 system upon boot. No pt injury was reported.